Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD)  had a shorter than expected longevity, the ICD rem ains in use and will be closely monitored, no patient complications have been reported as a result of this event.

Event description:
The ICD was later explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6940 implantable pacing lead 2001 (B)(6); 6943 implantable tachy lead 2001 (B)(6). (B)(4).